Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the stop cock broke off at the zero reference point on the drain. There was patient contact but it was unknown if there was any patient injury. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on may 11, 2017. Results: no photo was provided as part of this complaint. The unit is not available for return; it was reported by the client that the unit was accidentally disposed of. The complaint is thus unconfirmed. DHR review; no lot number was reported as part of this complaint; therefore, device history record (DHR) review was not possible. Complaints history; upon review of integra's complaint system from april 2015 - april 2017, there have been three (3) complaints related to detached panel mount stopcock for the accudrain product family (including this one). (B)(4). Conclusion: the nature of the complaint is not clear (believed to be regarding the stopcock breaking off at the zero-reference point on the drain); therefore, as per complaint description, this investigation will assume that the stopcock was disconnected from the panel mount. It is unknown the amount of time the device was in use prior the breakage or what was being done when disconnection was noticed (e.g., moving the patient, connecting something to the stopcock). Bonding of the stopcock to the lower handle mount occurs at the shop order¿s operation #40. The instructions state: ¿apply uv adhesive to the bottom of the three grooves on the stopcock holder on the lower handle mount. Assemble the stopcock as per drwg (B)(4). Pass unit thru the (uv light) conveyor system.¿ it is improbable that the stopcock would stay in place during the entire product manufacturing process if no adhesive was applied due to product handling during the assembly process. In addition, if no adhesive was applied, it would also be improbable for the stopcock to stay in place during the set-up of the transducer and purging of the system prior connecting it to the patient. No information was provided by the account regarding product handling during system use. Although a root cause for the reported condition could not be determined, it may be possible that detachment from the panel mount occurred as a result of excessive force, an accidental hit, or inappropriate handling during transducer manipulation. As part of the manufacturing process, controls are in place to ensure correct product assembly. ¿ 100% visual inspection of lower handle mount sub-assembly performed by manufacturing personnel. ¿ lower handle mount pull test and visual inspection performed to random samples by quality control at two different stages. No assignable causes that could be associated to the manufacturing process were determined. No photos or sample return was provided for evaluation. No further evaluation is possible since the unit was discarded by the customer. The root cause for this event is undetermined.